Event description:
The device involved in this report was implanted approx two years ago. Reportedly, the ventricular lead impedance was higher than 3000 ohms on the recorded impedance curve. However, normal impedance was obtained during f/u. A recommendation was requested. Since no data was provided for review, no recommendation could be provided.

Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.